Event description:
It was reported that pump experienced malfunction identified by malfunction code 9 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump using information provided by technical support, but pump did not recognize charge. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.